Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a resolution clip device was used to treat a bleed in the duodenum on (B)(6), 2010. According to the complainant, during the procedure, the clip was correctly positioned on the tissue and deployed; however, the physician was unable to release the clip from the delivery catheter. The complainant reported that while the clip was still attached to the tissue, the physician was able to manipulate the delivery system to eventually release the clip off the catheter. No tissue damage or additional bleeding occurred as a result of the excess force used to release the clip. Although there was a 20 minute delay in procedure, it was successfully completed with this device. The patient was reported to be "okay" post procedure.

Manufacturer narrative:
A visual examination of the returned device revealed that the clip assembly was fully deployed, as the control wire was separated per design, and was not returned with the device. The control wire was found to have multiple kinks along its length and the metal coil was cut from the device near the handle. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot for the reported event of clip failed to release from catheter. Based on the evaluation conducted and the details of the complaint, it is probable that anatomical or procedural factors encountered during the procedure resulted in the clip assembly failing to release from the catheter; therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a resolution clip device was used to treat a bleed in the duodenum on (B)(6), 2010. According to the complainant, during the procedure, the clip was correctly positioned on the tissue and deployed; however, the physician was unable to release the clip from the delivery catheter. The complainant reported that while the clip was still attached to the tissue, the physician was able to manipulate the delivery system to eventually release the clip off the catheter. No tissue damage or additional bleeding occurred as a result of the excess force used to release the clip. Although there was a 20 minute delay in procedure, it was successfully completed with this device. The patient was reported to be "okay" post procedure.

Manufacturer narrative:
(B)(4): the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.